Manufacturer narrative:
(B)(4).

Event description:
The physician was preparing the procedure. Before inserting the spring wire guide, the physician found the spring wire guide was bent. A new device was obtained for use. No patient involvement reported.

Event description:
The physician was preparing the procedure. Before inserting the spring wire guide, the physician found the spring wire guide was bent. A new device was obtained for use.no patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination revealed one kink/bend in the guide wire body near the distal end. The guide wire straightener and end cap were separated from the thumb guide. This caused the guide wire to advance past the thumb guide and likely kinked in transit. These appearances are consistent with shipping and handling caused damage. The guide wire contained one kink 292 mm from the proximal end. The overall length of the guide wire measured 355 mm which is within the specification of 350-355.6mm per guide wire product drawing. The outer diameter of the guide wire measured 0.024" which is within the specification of 0.0240-0.0250" per guide wire product drawing. The returned sample was functionally tested in accordance with the instructions-for-use provided with this kit. The IFU states, "thread tip of catheter over spring-wire guide." A lab inventory catheter was able to thread over the returned guide wire with slight resistance encountered at the kink. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit instructs the user, "do not use if package has been previously opened or damaged." The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The guide wire advancer and end cap were separated from the thumb guide, causing the guide wire to advance and kink. This damage observed is typically caused during transit. A device history record review was performed with no relevant findings. Based on the condition of the sample received, shipping and handling likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.